Event description:
This is a spontaneous nurse report from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date the patient was diagnosed with peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided by the nurse. It was not reported whether pd therapy was ongoing at the time of the event. It was not reported whether the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was not related to dianeal pd4 ultrabag therapy. The nurse declined to provide further information. This medical device report is against the transfer set, but it was unknown which transfer set was in use at the time of the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
The hospital reported that near the end of an endoscopic vein harvesting procedure, it was noticed that a piece of the silicone boot had come off the device inside the pt's leg. The piece was retrieved through the original incision using the hemopro, and the case was completed with the same unit. The surgeon did not have to enlarge the incision to retrieve the piece. There were no other pt effects reported. The lot number is unk. The product was discarded.

Manufacturer narrative:
(B)(4). The cause of this incident was undetermined. A batch review was performed for potentially associated lots (h10b26041, h10d30064, h10f01037 and h10g30067, h10b03057, h10e04033, h10f17025, and h10i14083) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.